Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective cooling compressor. The device will not be repaired and a replacement unit has been provided to the customer.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the mains rcd during use. There was no report of patient injury.